Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 18065743, medical device expiration date: 06/08/2021, device manufacture date: 06/08/2018. Medical device lot #: 18065955, medical device expiration date: 06/11/2021, device manufacture date: 06/11/2018. Medical device lot #: 18075970, medical device expiration date: 07/27/2021, device manufacture date: 07/27/2018. Medical device lot #: 18096595, medical device expiration date: 09/21/2021, device manufacture date: 09/21/2018. Medical device lot #: 18096650, medical device expiration date: 09/21/2021, device manufacture date: 09/21/2018. Medical device lot #: 18075971, medical device expiration date: 07/27/2021, device manufacture date: 07/28/2018. Medical device lot #: 18087181, medical device expiration date: 08/29/2021, device manufacture date: 08/29/2018. Medical device lot #: 18087228, medical device expiration date: 08/29/2021, device manufacture date: 08/29/2018. Medical device lot #: 18087229, medical device expiration date: 08/29/2021, device manufacture date: 08/29/2018. Medical device lot #: 18087230, medical device expiration date: 08/30/2021, device manufacture date: 08/30/2018. Investigation summary: mz5303 samples were not available for investigation of this feedback; however the customer indicates that the tubing component from various lots were noted to be yellow or grey in colour. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for all the lots reported by the customer did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discolouration of tubing can typically occur after irradiation sterilisation and the degree of discolouration can change over time and under certain storage conditions. This type of discolouration does not affect the functionality of the device and therefore is considered to be a cosmetic defect. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against products manufactured at this manufacturing site. Root cause description: DHR: (B)(4). Note: q4 and q7 are not related with the failure mode reported.

Event description:
It was reported that 20 pressure rated ext set, IV connector experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: during incoming inspection by bd (B)(4), we found the tube was discolored. Almost all of them are affected. No health hazard to patient was reported. This event is not reportable in (B)(6). Lot#s are as shown below. 18065743, 18065955, 18075970, 18096595, 18096650, 18075971, 18087181, 18087228, 18087229, 18087230.